Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry distance vision, as well as blurry intermediate and near vision. The clinical reason provided was that the patient was unable to adapt to the technology. The iol was replaced with a non-company monofocal iol 3 months, 23 days after the initial implant procedure, with no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).